Event description:
It was reported that the customer was hospitalized due to high blood glucose of 25mmol/l. The father stated that the insulin pump had recurring motor error alarms during basal. It was stated that the device alarmed while he attempted to bolus to correct his glucose level. The caller stated that he is not sure if the customer changed the reservoir and the infusion set. The customer started to feel ill and vomiting. It was also mentioned that the insulin pump was exposed to an MRI. Troubleshooting was performed, and the displacement test passed. Assisted the caller to run the self test and passed. Advised the caller to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.